Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. Post deployment, second mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Third mitraclip was deployed to reduced the mr grade to 1-2. Per the physician, slda was due to the leaflet structure. There was no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.